Event description:
Additional information was received stating that intraoperative findings did not indicate stent prolapse. Hyphema had been present during surgery. Gonioscopy had revealed a tip prolapse, which had not been detected by slit lamp examination. No reoperation was performed, and the patient remained under observation, with no clear increase in intraocular pressure.

Manufacturer narrative:
Additional information was added in b.3., b.5., d.6a and d.7a. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was added in h.3, h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of hms prolapse therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of trabecular microstent prolapse. There are seventeen medical device reports associated with this report. This is 10 of 17.